Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit indicated by the serial number provided by the customer were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device. Customer received a "glucose reading unavailable message" and was unable to obtain readings. As a result, customer experienced ¿blood glucose dropped¿, a loss of consciousness while driving and was involved in a car accident. Customer was unable to self-treat, was seen at the hospital, was diagnosed with hypoglycemia by a healthcare professional, however, no treatment was reported. There was no report of death or permanent impairment associated with this event.